Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not pacing six days post implant. The device was checked and the lead impedance was greater than 3000 ohms through the device. The lead was tested and was ok. The device was removed and replaced and the new device functioned appropriately. No patient complications have been reported as a result of this event.